Event description:
It was reported that poly post broke off requiring to be revised. Therefore, no backup device required and no delay recorded.

Manufacturer narrative:
The associated complaint device was not returned. The photo provided confirms the top of the insert is broken off the device. The clinical/medical team concluded, it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.